Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the clinic found false atrial fibrillation and pause episodes stored. Further investigation noted the insertable cardiac monitor undersensed r-waves, which resulted in the false episodes. Programming changes were recommended. The patient was stable.